Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported, patient was experiencing pain at ipg pocket site. System diagnostics revealed impedances were within normal range, and patient was receiving effective stimulation. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information identified the patient underwent surgery on (B)(6) 2018 wherein the ipg site was relocated. In turn, the issue was resolved.